Event description:
It was reported that ongoing minimum fill notifications occurred after the user filled the cartridge with 280-300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance.